Event description:
User has been having problems with the tampax pearls since early summer. There has been a persistent yeast infecton which has been treated but refused to go away. Fibers from the device have been noted to come off and were retained during use hence becoming the focus for infection. User has been on medication but the infection still persisted.